Event description:
MFR's rep reported pt experienced return of pain. The pump was explanted and replaced after an implant duration of 68 months and returned to the MFR for analysis. The pump was programmed to deliver 6.476mg/day of dilaudid/clonidine 20mg/ml. Programming details relating to the replacement pump were not reported. A follow up report will be sent if new info is received.